Event description:
Device was returned for repair as the hose was found to be damaged.this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for repair. During pre-repair assessment performed by a technician, functional testing was performed and revealed a hole in the hose. This was attributed to normal wear. The device was subsequently repaired and returned to the customer.